Manufacturer narrative:
Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2013.

Event description:
It was reported that there was atrial undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.